Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis, and the procedure was completed on another system. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to power on. Analysis of the log file showed a malfunctioning lateral ip-pc. Upon troubleshooting, control and electrical measurements revealed that the lateral ip-pc was defective, and its power supply was also faulty. The power supply was replaced with a new one, but the customer did not accept the quotation for the ip-pc part replacement. To resolve the issue, the operating system and image disks were formatted, and the operating system along with application software was reinstalled. Test shots were performed successfully. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.